Manufacturer narrative:
The tap was returned for evaluation. Visual examination did not identify tip deformation, splay, cracking, or breakage. Dimensional evaluation found the through the hole at cannulated tip, and the overall length within print specification.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the tip of the tap splayed during use. No patient complications were reported.